Event description:
It was reported by the customer the safety lock on the needles are very difficult to get them to lock. They are having to remove the needle then pull to lock, when it should be able to lock simultaneously while removing the needle. Needle was properly disposed of after event. The customer did not provide an exact quantity of needles this has occurred with.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.